Manufacturer narrative:
The implant date was confirmed to be accurate. Complaint conclusion: as reported, the patient underwent implant of a trapease inferior vena cava (ivc) filter for the treatment for deep venous thrombosis (dvt). The indication for filter placement is not available. The device was implanted below the patient¿s right renal vein. The device in the patient was positively identified by medical records. As of the present, the patient is still implanted with the device, which is known to be dangerous and cause serious side effects. The patient has suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life; disability, and other losses, not limited to the apprehension and risk associated with retaining a defective device inside his body. Per the medical records, the patient had a CT scan that indicated that the filter was below the level of the renal veins. The limbs of the midportion of the filter project outside of the lumen of the filter without evidence of ivc thrombosis or pericaval hematoma. According to the information received in the patient profile from (ppf), patient reported tilt, and perforation of filter strut(s) outside the ivc, memory loss, frustration, nerves, bad cramps where ivc is implanted, urinary issues, fluctuations in weight, light stroke. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Anxiety, stroke, urinary issues and weight fluctuations do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported, the patient underwent a surgical procedure to implant a trapease filter for the treatment for deep venous thrombosis (dvt). The device was implanted below the patient¿s right internal jugular vein. The device in the patient was positively identified by medical records. As of the present, the patient is still implanted with the device, which is known to be dangerous and cause serious side effects. As the result of the trapease filter¿s installation, the patient has suffered and is at risk of suffering injuries, possibly permanent and life-threatening, and will require extensive medical care, monitoring and treatment. The patient has suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life; disability, and other losses, not limited to the apprehension and risk associated with retaining a defective device inside his body. The following additional information received per the medical records indicate that, patient had computerized topography (CT) scan completed 14 years and 2 months post implantation. The scan indicated that the filter was below the level of the renal veins. The limbs of the midportion of the filter project outside of the lumen of the filter without evidence of ivc thrombosis or pericaval hematoma. According to the information received in the patient profile from (ppf), patient reported tilt, and perforation of filter strut(s) outside the ivc, memory loss, frustration, nerves, bad cramps where ivc is implanted, develop uriner, up and down weight, light stroke.

Event description:
As reported, the patient underwent a surgical procedure to implant a trapease filter for the treatment for deep venous thrombosis (dvt). The device was implanted below the patient¿s right internal jugular vein. The device in the patient was positively identified by medical records. As of the present, the patient is still implanted with the device, which is known to be dangerous and cause serious side effects. As the result of the trapease filter¿s installation, the patient has suffered and is at risk of suffering injuries, possibly permanent and life-threatening, and will require extensive medical care, monitoring and treatment. The patient has suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life; disability, and other losses, not limited to the apprehension and risk associated with retaining a defective device inside his body. The following additional information received per the medical records indicate that, patient had computerized topography (CT) scan completed 14 years and 2 months post implantation. The scan indicated that the filter was below the level of the renal veins. The limbs of the midportion of the filter project outside of the lumen of the filter without evidence of ivc thrombosis or pericaval hematoma. According to the information received in the patient profile from (ppf), patient reported tilt, and perforation of filter strut(s) outside the ivc, memory loss, frustration, nerves, bad cramps where ivc is implanted, develop uriner, up and down weight, light stroke. The following additional information was received per the patient¿s medical records: the filter was implanted due to deep vein thrombosis and massive pulmonary embolism and was deployed without difficulty just below the level of the lowest renal vein.

Manufacturer narrative:
Correction to product code.

Manufacturer narrative:
Complaint conclusion: as reported, the patient had implant of a trapease inferior vena cava (ivc) filter. The filter was implanted for the treatment of deep venous thrombosis (dvt). The device was implanted below the patient¿s right internal jugular vein. As of the present, the patient is still implanted with the device. Per the medical records, the patient had computerized topography (CT) scan 14 years and 2 months post implantation. The scan indicated that the filter was below the level of the renal veins. The limbs of the midportion of the filter project outside of the lumen of the filter without evidence of ivc thrombosis or pericaval hematoma. Per the patient profile from (ppf), the patient reported tilt, and perforation of filter strut(s) outside the ivc, memory loss, frustration, nerves, bad cramps where ivc is implanted, develop uriner, up and down weight, light stroke. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Stroke, weight fluctuation, cramps and non-specific urinary symptoms do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.